Event description:
Extreme neck swelling. Many respiratory arrests and choking events. Ten days in hospital, 3 times in ICU. Could not swallow my own saliva. Had to be suctioned 24/7 for 10 days. Choking began on the (B)(6) day post op. I now have severe radiculitis and arachnoiditis and a 4mm spur that has grown into my spinal cord. I have to have revision surgery on (B)(6) 2009 post op in recovery, uncontrollable pain and high blood pressure - 5 hrs in recovery. I was sent to (B)(6) where I had a cardiac respiratory event then sent ICU. I had 3 events that placed me in ICU by crash team. My condition was getting worse after close to 3 days I could not swallow my own saliva. My wife had to suction my mouth 24/7 as my left arm was paralyzed. I also could not use my rt arm. I had many choking events. I was in the hospital for 10 days. Our doctor said she did not know why this was happening. I had to have therapy to learn how to swallow liquids. I had extreme vertigo. I had to have treatment. I was removed from being able to have pt because my pain was so extreme my blood pressure would go over 198/98. This has lead to emergency cardiac events - I'm told my heart is fine, but the high bp is caused by pain. I now have a dropped left shoulder with dexterity and spastic problems with pain in left arm. My neck muscle tighten so much it changes my voice and causes a screeching sound in my head. My blood pressure is normally normal but neck pain cause it to rise to dangerous levels. I have to take drugs for pain and attack because of the pain. I was just refused dental implants by (B)(6) because the pain in my neck is so bad they will not operate with the extreme high blood pressure I also have dysphagia due to nerve damage in my esophagus. I also have so much scar tissue in my neck that now because of infuse that I can not have corrective surgery for my rt carotid artery.